Event description:
It was reported that the customer was hospitalized with dka. Their bgs had been high for the past four days. During the troubleshooting, when the customer removed the infusion set for testing the cannula was bent. Explained the two high bgs rule.